Event description:
Complaint alleged that the bed was very hard to put in brake mode. No injury reported.

Manufacturer narrative:
Technician found bed was very hard to put in brake mode. Also, the foot end releases when pressure is applied. The wheels roll. Isolated the problem to defective brake linkage. Replaced with new style brake linkage kit to resolve this issue.